Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records and image were provided and reviewed. Therefore, the investigation is confirmed for perforation and filter migration. However, the investigation is unconfirmed for filter tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly migrated, perforated and tilted. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 55 years old male patient weighs 248 lbs.

Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is inconclusive for alleged filter migration, filter tilt and perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly migrated, perforated and tilted. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) years old and weight was not provided.